Event description:
It was reported that the patient had received several shocks. The patients mother suspected a device malfunction. She called a physician other than the patients follow-up physician, who stated that it was likely the patient was receiving the shocks due to arrhythmias. The patients follow-up physician had placed the patient on medication. No further information is available.

Event description:
New information received states that patient received multiple inappropriate therapies for svt. The patient had been dancing and his rate was over 200 bpm. He went to the ER, but refused medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.